Event description:
Boston scientific received information that there was suspected atrial oversensing during atrial tachycardia response. The patient reported turning gray while at work. A connection issue was suspected. No adverse patient effects were noted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.